Manufacturer narrative:
Mindray representative replaced power supply module. Performance and safety tested unit to factory specifications.

Event description:
Customer reported an issue with the v series monitor, which may have resulted in loss of primary monitoring. No patient injury was reported.